Event description:
Caller reported an error with the continuous glucose monitor labeled as cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Customer received guidance from technical support on performing a pump reset, and after following these instructions, the cgm error did not reappear. The caller successfully started a new sensor session.